Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was black after everything booted up normally and was moving the system. The site used another system for the case. During troubleshooting, the clinical specialist (cs) reported that the back covers on both monitors had been removed, leaving cables exposed. The cs wiggled the high-definition multimedia interface (hdmi) cable on the back of the main cart monitor and reported that it was loose. When cs moved the hdmi cable, the video would flicker in and out. The cs also removed the back cover of the main cart. The connections on the computer appeared correct and no error lights were on in the uninterruptable power supply (ups). The cs wiggled cables on the back of the computer but could not get the video issues to appear. Technical services noted the likely cause was the main cart monitor had a damaged port. It was reported that a nurse turned the system on, the screen was black. They could hear fans. So metimes, the monitor functioned as intended. The screen intermittently went black. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795 monitor: h3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.